Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage post deployment occurred. The target lesion was located in the mid left circumflex (lcx) artery. A 38 x 2.50 promus premier¿ stent was advanced and successfully implanted to treat the lesion. Post dilation was performed using a non-bsc balloon and stent deformation was noted. A 20 x 3.00 promus premier¿ stent was deployed proximally in an overlapping manner to cover the deformed part. Post dilation was performed and the end result was very good. The procedure was successfully completed. The procedure was completed with another with the same device. No further patient complications were reported and the patient's status was stable.